Manufacturer narrative:
During a treatment of a right subclavian vein lesion the smart control was delivered and released; however, the stent was placed beyond the target lesion and migrated to the superior vena cava. With attempt to remove the device via a vein in the right inguinal area, the stent was able to be pulled up to the iliac vein but could not be removed from the patient. The decision was made to place the stent in this vessel and the procedure was completed. The patient is in stable condition and it was indicated that there was no patient injury reported. It was reported that the rate of the lesion stenosis was 80%, there was no calcification. The vessel diameter is not known; however, per the physician, the target lesion had a large vessel diameter and was tortuous. When the stent was released at the target lesion, it slipped distally and was placed beyond the target lesion. The access site was a shunt of the right antebrachial region. It was reported that all the smart control labeling instructions were followed for delivery, positioning, and placement. No further information was available. The stent remains implanted. A thorough review for lot 14129198 including outer subassembly lots 14126525 and 14124712, coated polyimide wire lumen subassembly lots 14120301 and 14117591, the 10 x 40mm crimped stent lots 14127105, 14116316 and 14127106 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The receiving inspection records for the expanded stent 10 x 40 lots 200905190149, 200905080071, 200904220147, 200904210212 and 200905190156 were reviewed, and these lots were deemed acceptable. Manufacturing records for lot 14129198 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc), for part number: 24495 and stent lot numbers 505482, 505808, 505207, 505205 and 505807; and the results indicate that the stent shipped meets specified release requirements. As reported by the physician, when the stent was released at the target site, it slipped distally. Although no conclusion can be made based on the available information, vessel characteristics, stent sizing, and procedural factors may have contributed to the inaccurate placement of the smart control stent and subsequent migration. In addition to correct stent sizing, the IFU cautions that slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target stricture site. Based on the device history record review there is no indication that the events are related to the device manufacturing process and may have been impacted by procedural factors; therefore no corrective actions will be taken

Manufacturer narrative:
Additional information will be submitted within 30 days

Event description:
The procedure was pta of a lesion in the right subclavian vein. There was no calcification and mild vessel tortuosity, the rate of stenosis was 80%. Puncture site was shunt of the right antebrachial region. Smart control (complaint product) was delivered and released. However, the stent was placed beyond the target lesion and migrated to the superior vena cave. The device was attempted to be removed from the vein through the right inguinal region, and the stent was managed to be pulled up to the iliac vein but could not be remove from the patient. The physician decided to place the stent in the vessel and the procedure was finished. Any patient injury was not reported. He is in stable condition now. Additionally, it was reported that the specific vessel diameter was unknown but it was reported to be large. According to the physician, the target lesion had a large vessel diameter and was tortuous. When the stent was released at the target lesion, it slipped distally and was placed beyond the target lesion. All the smart control labeling instructions were followed for delivery, positioning, and placement. There were no issues that contributed to the event. No further information was available.

Event description:
Approximately 16 months after an optease vena cava filter was implanted, a CT scan revealed that the filter was thrombosed. No additional information has been provided.